Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was any quality deficiency/non-conformance noted with the suture before use? Not that I am aware of. Please provide lot number? One was not provided. Is the device being returned for analysis? No. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure to remove a mass in the left shoulder on (B)(6) 2020 and suture was used. Postoperatively, the suture broke.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/27/2021. Additional investigation summary: a word document with two pictures was received for evaluation. Upon visual inspection of pictures, a wound on the head of a dog was observed closed with a mococryl suture. Monocryl (poliglecaprone 25) suture is a monofilament synthetic absorbable surgical. As this is an absorbable suture material, the use of supplemental nonabsorbable sutures should be considered by the surgeon in the closure of the sites which may undergo expansion, stretching or distention, or may require additional support. Monocryl sutures are indicated for use in general soft tissue approximation and/or ligation. Monocryl suture retains approximately 60 to 70% of its original strength 7 days post-implantation and approximately 30 to 40% of its original tensile strength at 14 days post implantation. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.